Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. The reporter alleged the battery compartment was cracked and the battery cap was not able to secure properly to the pump. The reporter stated the battery cap had been replaced one-to-three months ago, but did not state whether or not the cap was damaged. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction can result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06-may-2019 with the following findings: on investigation, the battery compartment was confirmed to be cracked. Investigation duplicated the complaint. The battery cap that was returned with the pump for investigation was found to be damaged; the threads on the battery cap were stripped and it was not able to be properly attached to the pump.